Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to authenticate when tried to login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that login failed. The technical support specialist (tss) dialed into the server and reviewed login logs. It showed the user account was initially locked and later successfully signed in. The tss sent an email to the user requesting them to liaise with hit to have the account unlocked. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to authenticate when tried to login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.